Event description:
Per the info provided to co the physician's office, the device was removed due to a :fluid leak." Co's sales representative was present at the surgery and called after the device had been excised and stated that the entire device was removed and replaced with an inflatable penile prosthesis.

Manufacturer narrative:
According to the available info, the device was implanted on 1/8/88. The device was removed on 11/19/96, reportedly due to a "fluid leak." Add'l info was requested but not received. The connectors that attach the cylinders to the resipump while in-vivo were not received. Thus, the entire device was not received by the MFR. The two cylinders were received detached from the resipump. The received cylinders and resipump were evaluated by the MFR. During functional testing a microscopic examination three leakage sites were detected. One of the cylinder's tubing contained all three of the leakages sites. Two of the leakage sites had uniformly striated cross sectional surfaces, indicating contact with sharp instrumentation. The cross sectional surfaces of the other leakage site were partially uniformly striated, and partially rough and irregular. Rough and irregular cross sectional surfaces indicates a tear. During microscopic examination, tubing abrasion was noted on both resipump tubes. Based on the received info and quality assurance's evaluation, qa concludes the following: 1) the leakage site that showed rough and irregular cross sectional surfaces was the result of a tubing tear. This tubing tear, while in-vivo, would cause the reported fluid loss. 2) based on the pattern of tubing abrasion, the device's tubing was overlapped while in-vivo. Stress(es) contributed by device's in-vivo positioning contributed to the tubing tear. 3) based on the duration of implant, the instrument induced leakage sites would have resulted in a earlier detected fluid loss had they been present while in-vivo. Therefore, qa concludes that the instrument induced leakage sites occurred during or subsequent to explant.